Manufacturer narrative:
It was later reported that the physician had programmed the system (vvi) around the atrial lead as this patient was pacing only three percent of the time in the atrium. The physician has elected to address lead issue surgically once device reaches the elective replacement indicator.

Manufacturer narrative:
Resolution has been requested from the field representative. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead had measured less than 200 ohms and noise was present with isometrics. Technical services discussed potential issue. No adverse patient effects were reported.